Event description:
The customer reported unit not producing x-ray. No pt injury was reported.

Manufacturer narrative:
The ge service rep found broken wires in lemo connections of interconnect cable. Ordered and replaced interconnect cable. System operates as intended.